Manufacturer narrative:
The date returned to manufacturer was documented as nov 16, 2017 on the initial report. It has been updated as nov 8, 2017. The assignable root cause was documented as normal wear in the initial report. It has been updated to premature wear.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the service light emitting diode(led) was illuminated on the power module device. It was further determined that the device failed pretest for information button and self-test, charging and checking of the device in charger, function- test, and saw- test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.